Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead emited expected beeping tones as an explant indicator. The device had been implanted for several years. When reviewing the lattitude reports, high, out of range shock impedance alerts were observed. A commanded synchronized shock was recommended in order to determine impedance at high energy and margin from energy truncation. It was indicated that this could be reasonably performed during the ICD change, so it could be physician discretion as to continue to monitor the existing lead or implant a new rv lead. The system remains in service at this time. No adverse patient effects were reported.